Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Consumer did not return product for evaluation.

Event description:
Consumer was removing a tampon and pieces of the tampon came apart during removal.